Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 due to a diabetic ketoacidosis. Customer's blood glucose level was in between 350 mg/dl and 400 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visit. The customer had removed his insulin pump the previous night because he was vomiting. The customer was administered insulin drip. The insulin pump was trying to lower his blood glucose to zero. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.